Event description:
Pt from emergency dept had urine preg test ordered 22:40 which was positive. Same test repeated twice on same specimen with negative results. Same specimen measured with chemistry quantitative assay which was also negative.